Event description:
It was reported that the pt is no longer able to hear with his device. No accident or head trauma was reported. Testing carried out on (B)(4), 2010 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.